Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient had experienced elevated blood glucose (bg) up to 34mmol/l with large ketones due to a priming issue. The reporter stated that the patient had been treated in the emergency room once for elevated bgs and then was in close contact with the diabetes nurse by phone for additional control of elevated bgs. Treatment details were not provided. The reporter noted ongoing issues with air bubbles in the system, and also noted that the piston rod appears to wobble during the rewind, load, and prime steps. The reporter noted that both the cartridge and infusion set had been changed multiple times to resolve the air bubble issue, but the issue continued. The reporter was unsure if the alleged high bgs were due to the air bubbles or due to the piston issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the pump history showed that the last basal delivery occurred on (B)(6) 2014 at 6:21pm. A review of the black box showed a ¿no cartridge detected¿ warning on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Ez-prime steps were performed successfully with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and there were no defects found to the force sensor circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.